Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3 - the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and patellar loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6 - component code, type of investigation, investigation findings, investigation conclusions the following sections were corrected: h6 - component code, type of investigation, investigation findings, investigation conclusions

Event description:
As reported via legal documentation, approximately 10 years after a patient had bilateral knee replacement surgery the patient underwent left knee revision surgery to address pain and instability. A revision operative report was provided. Post operative diagnosis noted aseptic loosening. Intraoperatively it was noted there was significant calcific region lateral to the patella that was visualized on the merchant view that was excised. The liner was removed. The femoral component was noted to be loose and was removed. There was significant fibrous tissue beneath it with osteolysis. There was no evidence of infection. The patella was also noted to be loose. Tibial component was also removed. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 02-012-35-5013 - logic tibia ps mod insrt sz 5 13mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-00119. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.